Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2012 at 22:22:57. During night drain cycle nine, the patient's ultrafiltration reading was 1696ml, indicating the home patient (hp) drained 1336ml more than their maximum programmed fill volume of 1800ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be use error, tidal total uf removal set too low. The following labeling was reviewed: homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. If any additional information is received, a follow-up will be sent.